Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, the device could not be interrogated. Premature battery depletion was alleged to be the cause of the interrogation failure. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of premature battery depletion, inability to interrogate, and no magnet response were confirmed. As received, the device had no communication and no output. Residual gas analysis (rga) was performed, indicating a device hermeticity breach. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results were consistent with a latch-up condition, which cleared after hybrid power was reset. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.